Manufacturer narrative:
Findings: unit was received with no act button response due to corroded keypad trace. No dark circle anomaly or button error alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 124 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.